Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed alarm again after inserting the new battery. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm and was able to complete rewind. The customer was also advised that the insulin pump needed to be replaced and was advised to monitor the insulin pump and that they may continue to wear the pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21. A17 alarm and no unexpected battery power loss anomaly noted during test. (B)(4).